Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose readings of 450 mg/dl. Customer stated that they had their sensor put in this morning. Customer stated that they just ate a big meal and had active insulin. Customer was advised on when to calibrate. Customer stated that they will wait 2 hours and call back if further assistance is needed.